Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed and customer was able to clear the alarm and able to complete rewind and was declined further. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. The adapt tool reveals that pump error 43 was found on 07/04/2025 17:43:49.000 to 07/04/2025 19:12:43.000. As per the software engineer's log, pump error 43 was generated due to an incorrect hall sensor sequence - suspecting the hw. Proceeded with the following testing to ensure proper functionality of the unit. Pump passed self test, but failed the rewind test, unable to complete the remaining tests due to the pump's failure to rewind, thus confirming pump error 43. The unit was opened, and upon visual inspection, moisture damage was found along the pcba 1, pcba 2, and the motor assembly. The electronics and motor assembly were isolated from the electronic stack. The following cosmetic damages were noted: cracked corner of belt clip rails, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed whilst testing. Pump error 43 was noted during testing. Moisture damage was found along the electronic assembly as well as the motor assembly; isolated the electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.